Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. Noise was observed in non-sustained episodes. Technical services discussed troubleshooting to test the lead integrity, and reprogramming options to avoid sensing the noise. A lead impairment was suspected and it was also discussed that new rate/sense lead could be added. No adverse patient effects were reported. The field representative reported that the physician intended to monitor the system for now and will schedule an in-office check at a later time. A new follow-up was done one year later, after the patient reported hearing beep tones from the device. The interrogation showed the pacing impedance measurements were still high, out-of-range, with an alert to check the rv lead observed. During troubleshooting, myopotential noise was produced with patient movements that was not sensed by the device; mechanical artifact was created by tapping on the device. The impedance measurement was 2200 ohms. The physician increased the alert limit from 2250 ohms to 2500 ohms and planned to continue monitoring the patient and lead. Data was submitted to technical services for review. Technical services reviewed the data and discussed performing x-rays to evaluate lead integrity and additional troubleshooting techniques to provoke noise or non-physiologic signals and jumps in impedance measurements. If lead impairment was suspected or confirmed, a lead revision should be considered. The sales representative confirmed that additional troubleshooting was performed as recommended. No changes were made and the patient and device continue to be followed in the remote monitoring system.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. Noise was observed in non-sustained episodes. Technical services discussed troubleshooting to test the lead integrity, and reprogramming options to avoid sensing the noise. A lead impairment was suspected and it was also discussed that new rate/sense lead could be added. No adverse patient effects were reported. The field representative reported that the physician intended to monitor the system for now and will schedule an in-office check at a later time.